Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the cartridge to address the alarms. Customer's blood glucose was higher than 300 mg/dl. Customer reverted to manual insulin therapy.